Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement difficult. The following information was provided by the initial reporter: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary : there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement difficult. The following information was provided by the initial reporter: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.